Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during 3 of 4 and the treatment was cancelled. Fluid was found on the floor under the cycler. In a follow up, the patient¿s pd nurse confirmed the reported event. The nurse stated the patient had reported the fluid was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. After cancellation of treatment the patient's husband had reported observing "a lot of water" on the carpet below the patient's cycler and under the cycler cart. The exact location of the fluid leak was not determined. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. In a follow up with the patient¿s spouse the event was verified and confirmed that there was no harm to the patient. The cycler is available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during 3 of 4 and the treatment was cancelled. Fluid was found on the floor under the cycler. In a follow up, the patient¿s pd nurse confirmed the reported event. The nurse stated the patient had reported the fluid was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. After cancellation of treatment the patient's husband had reported observing "a lot of water" on the carpet below the patient's cycler and under the cycler cart. The exact location of the fluid leak was not determined. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. In a follow up with the patient¿s spouse the event was verified and confirmed that there was no harm to the patient. The cycler is available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.